Event description:
During a procedure to treat middle cerebral artery m1 stenosis, a guidewire was used to bring the subject balloon to reach the lesion. The subject balloon was then dilated using a pressure pump. During the process of balloon dilation, the subject balloon was found leaking. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the balloon catheter was found to be kinked/bent and no other anomalies were noted. During functional inspection, the balloon leakage was confirmed and the balloon could not be inflated due to leakage. The reported balloon leaked during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device returned and was analysed. The balloon catheter was found to be kinked/bent. The balloon could not be inflated during the functional test due to leakage. It is probable that the moderately tortuous anatomy may have caused the reported event during use. An assignable cause of procedural factors will be assigned to the as reported 'balloon leaked during use' and to the as analyzed 'balloon catheter kinked/bent' as this issue appears to be associated with a product that met boston scientific design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.